Manufacturer narrative:
Complaint of particulate matter cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
On an unspecified date, the customer reported seeing large amounts of particulate matter in their finished product from 100ml empty bags w/ needle port (unknown list and lot numbers). For the 100ml bags, they primarily utilize these for controlled substances, and a majority of these failed lots contained a controlled substance. There was no reported patient involvement.